Event description:
Initial reporter indicated that they had a pt whose vns stopped working and then started working again. Reported trouble getting info from vns and accessing it. It is unk from info provided, if a generator malfunction, end of battery life, or a programming anomaly. Battery life estimation showed an estimated 4.86 yrs until eri=yes. Good faith attempts are being made for add'l details.